Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. Advised that a patient that had a primary attune knee replacement on the (B)(6) 2019 had presented the previous day with pain and swelling of the operated knee. Dr. Had taken a sample of fluid and sent it for culture. It had returned a positive result for staphylococcus aureus. Dr. Advised that he wanted to remove the insert and wash out the infected knee with saline. The washout was carried out on friday the (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.